Manufacturer narrative:
Date of event estimated. The reported observation of ¿ipg end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device provided therapy until the end of life (eol) declaration. When eol is declared therapy is inhibited. The estimated longevity range would have been 2.5 year up to 3.8 years +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 2.92 years, suggesting the device had normal battery depletion at the time of explant. Based on the available information the device had normal battery depletion.

Event description:
Additional information was received that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored,

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may take place to address the issue.